Event description:
The patient has noted a decrease in performance since 10/2005. Since that time, channels have been turned off due to patient discomfort. A review of testing was unremarkable, with stable levels noted since her initial activation. An x-ray was done last week and revealed 7 electrodes were in the cochlear at this time. In may 2006 ms were measured with confidence across channels 1-6, with levels between 368.9-538cu. The patient had extremely rapid loudness growth noted on channels 3-4. Rate was set to 1500 per channel, due to patient's subjective preference of the sound quality. This was also noted with pd, which was set to 50, although minimum charge level was sufficant. T's were set to a minimum. Frequency boundaries 200-3500hz with a maplaw of 1000 applied in a rti vloume mode. Subjectively the patient described a 'resonance' quality that interfered with the ends of words. She stated that initially the sounds would be good, but would then run together and become unintelligible. This was noted regardless of manipulation of various parameters. Potential re-insertion of eletrodes array.